Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack and there was water in the battery chamber. Customer noticed the damaged as the inulin pump had turned off and was replacing the battery. Customer's blood glucose level at the time of the incident was 14 mmol/l. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device received with scratched case, case cracked behind the device at the corner of the belt clip rail, cracked battery tube threads, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.